Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The patient and a manufacturer representative reported that the spinal cord stimulator caused more pain than it relieved. It was noted that reprise and repels were attempted. The patient had also had their device reprogrammed in the past. The patient hadit explanted due to this reason. The issue was noted to be resolved and the patient's status was listed as alive no injury at the time of the report. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Stim ins/functionally okay/insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.